Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. A follow up report will be submitted if the product is returned, and if the investigation results require.

Event description:
It was reported that the remb oscillating saw overheated during a procedure. There were no patient or user injuries, and no adverse consequences.